Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin and there was a temperature change to the pump prior to the occlusion alarm occurring. Blood glucose (bg) level ranged between 359-600mg/dl and a manual injection was administered to correct. Multiple system checks were performed and the pump performed as intended. Tandem technical support advised the customer against wearing the pump against their skin. The customer declined a follow-up call to ensure the occlusion issue had been resolved.